Event description:
It was reported during a coronary stent procedure, the balloon became caught in the stent upon removal. The balloon and distal shaft separated and remained in the vessel after torquing. The pt went to surgery. Pt status is listed as "ok".